Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, externalized conductors were observed under fluoroscopy. All lead measurements were good. Patient will be monitored remotely through merlin.net transmission.